Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing on stored atrial tachycardia/ atrial fibrillation electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.